Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The physician notes that during the explant procedure a large amount of fluid inside the lead indicated a chronic fracture of the insulation. However, the j wire did not protrude. Explant method: intravascular, superior techniques/tools: direct traction with locking stylet excimer laser sheath(s) no complications.